Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-jul-2019 with the following findings: a visual inspection of the pump revealed moisture behind display lens and the battery compartment was cracked. A leak test revealed a battery compartment leak. During testing, the pump powered on with audible tones and vibrations indicating that there was power to the pump. Unrelated to the complaint, the display was found to be blank when the pump was powered on. Further testing was not able to performed due to the moisture damage. The complaint of a power issue was not duplicated during investigation.